Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first attempt to fire the clip applier intra-operatively, the device produced two clips. The second attempt at firing, the clip did not stay positioned and the vessel was cut. The event required intervention.